Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per technical service, the dealer told them, he can drive the chair with the charger plugged in and charging.